Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 417 mg/dl) in the mornings and boluses via the pump were delivered to address bg. Customer alleged pump was not delivering insulin properly. Customer adjusted pump settings with a healthcare provider (hcp) and bg did not improve. Customer declined hcp suggestion to try another type of infusion set. Tandem technical support performed a pump system check and pump was found to be functioning properly. However, customer maintained that there was a pump issue. Customer reverted to using an alternate pump and elevated bg was resolved.